Event description:
A 6 mm x 200 mm peripheral vascular stent sheared off and became lodged in a vessel during an attempted left lower extremity peripheral intervention. It was recognized right away and a surgical consult was obtained and the patient was taken to the operating room to retrieve the separated portion of the stent. There was no known harm to the patient.